Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting strange messages on their remote and they think it changed the settings on them because the battery is running out real fast. Pt stated settings not available on their controller appeared. Patient stated they are waking up at night with leg pain. Agent reviewed settings not available message with the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.